Manufacturer narrative:
On previously submitted report, section "type of reported complaint" in box h was incorrect. In this report, section "adverse event/product problem", "outcomes attributed to ae" in box b and "type of reported complaint" in box h has been updated/corrected.

Manufacturer narrative:
The manufacturer became aware that a user of a dreamwear full face mask with magnets is alleging her implanted teeth were moving out of line about 10 months ago, and her teeth were beginning to overlap other teeth. The user visited her dentist who believes the magnets were causing the implants to loosen. The user states she will need further dental work. The user has ordered a new mask that does not contain magnets. No mask will be returning for investigation. Correction to section h: type of reported complaint changed to product problem.

Event description:
The manufacturer became aware that a user of a dreamwear full face mask with magnets is alleging her implanted teeth were moving out of line about 10 months ago, and her teeth were beginning to overlap other teeth. The user visited her dentist who believes the magnets were causing the implants to loosen. The user states she will need further dental work. The user has ordered a new mask that does not contain magnets. No mask will be returning for investigation. Repeated attempts to have the mask and headgear returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
This mask is intended to provide an interface for application of CPAP or bi-level therapy to patients. The mask is for single patient use in the home or multi-patient use in the hospital/institutional environment. The mask is to be used on patients (>66lbs/30kg) for whom CPAP therapy or bi-level therapy has been prescribed. Use of the mask is contraindicated for patients and their household members, caregivers, and bed partners that may be in close vicinity to patients using the masks, that have implanted devices that may be affected by magnets, including but not limited to: pacemakers, implantable cardioverter defibrillators (ICD), neurostimulators, magnetic metallic implants/electrodes/valves placed in upper limbs, torso, or higher (i.e. Neck and head), csf (cerebral spinal fluid) shunts (e.g., vp (ventriculo peritoneal) shunt) , aneurysm clips, embolic coils, intracranial aneurysm intravascular flow disruption devices, metallic cranial plates, screws, burr hole covers, and bone substitute devices, metallic splinters in the eye, ocular implants (e.g., glaucoma implants, retinal implants), certain contact lenses with metal, implants to restore hearing or balance that have an implanted magnet (such as cochlear implants, implanted bone conduction hearing devices, and auditory brainstem implants), magnetic denture attachments, metallic gastrointestinal clips, metallic stents (e.g., aneurysm, coronary, tracheobronchial, biliary), implantable ports and pumps (e.g., insulin pumps), hypoglossal nerve stimulators, devices labeled as mr (magnetic resonance) unsafe, magnetic metallic implants not labeled for mr or not evaluated for safety in a magnetic field. Warning: magnets with a magnetic field strength of 400 mt are used in the mask. With the exception of the devices identified in the contraindication, ensure the mask is kept at least 6 inches (approx. 15.24 cm) away from any other medical implants or medical devices that can be impacted by the magnetic fields to avoid possible effects from localized magnetic fields. This includes household members, caregivers, and bed partners that may be in close vicinity to patients that use the masks. No product returning for investigation.